Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) stated that the permanent cautery hook (pch) instrument had arced to a fenestrated instrument and some fragments had fallen into the patient. The surgeon was not certain if they had removed all of the fragments from the patient. No x-rays were performed but the patient was doing fine without complications. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the csr and obtained the following information: the csr confirmed that the instrument was inspected before the procedure and no damage was noted. The fenestrated bipolar grasper (fbg) instrument had a singed/melted spot near the crotch of the jaws near where the metal grasper and the opaque plastic meet that was noticed after an arcing event. The arcing appeared to originate from the pch instrument and grounded to the fbg instrument. The surgeon was peeling the gallbladder from the gallbladder fossa while creating the critical view. The pch instrument arched to the fbg instrument which was probably a cm or 1.5cm away holding the gallbladder instead of the tissue that the hook was almost touching (probably 1mm or less). Monopolar coagulation was activated during the time the issue occurred. The instrument was used about 40 minutes before the arcing event. The instruments were very close, like less than 1mm similar to what we do when we peel the gallbladder from the gallbladder fossa. The surgeon simply moved the fbg instrument even further away and proceeded with removing the gallbladder. The surgeon robotically handed a piece of metallic like material to the scrub via a laparoscopic needle driver that fell inside the patient. The piece was less than 1mm, but still visible with the robot. The pieces were too small to obtain radiographic confirmation and visually appeared to be removed. No additional surgery was needed and no post-operative tests like an x-ray or ultrasound was performed to check for remaining fragments as it was not needed. The arc seemed to super heat the instrument causing a small piece to pop off. The time that the instrument was under current from the hook device was less than a second as the surgeon let go when he saw the arc. There was no patient harm. The instrument was not available for return.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery hook instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. No image or video clip for the reported event was available for review. A review of the instrument log of the permanent cautery hook (part # 470183-14 / lot # k13220314-0001) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022 on system (B)(4) for a cholecystectomy procedure. The alleged event occurred on the 1st use of the instrument. This complaint is considered a reportable event due to the following conclusion: it was alleged that the permanent cautery hook instrument arced. The allegation could be related to the potential for electrical discharge at a location other than intended. It was also alleged that the permanent cautery hook instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure.